Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on alcon company acceptance criteria. (B)(4).

Event description:
A certified ophthalmic assistant reported a patient with one plus diffuse lamellar keratitis at the periphery of the flap one day following lasik treatment. The topical steroid was increased. Additional information received, the symptoms resolved four days after onset. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event:. The laser was successfully verified prior to the day of the treatment. Review of the logfiles for the day of treatment shows no errors or relevant warnings that could contribute to the reported event. The energy is stable during treatment. All treatments on that day were finished successfully. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).